Event description:
It was reported that 1 to 2 years prior to the report, the device was not working because of a "broken" wire. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID, 3889-28 lot# v011108, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).